Event description:
The shockwave lithotripsy catheter would only deliver one shock and then discontinued working. There was a message "error 88" on the console. The catheter was removed and replaced with no harm to the patient. Manufacturer response for shockwave lithotripsy catheter, shockwave lithotripsy catheter (per site reporter). Mfg [manufacturer] notified by site.